Manufacturer narrative:
This report is submitted on february 8, 2024.

Event description:
Per the clinic, the patient reported hearing crackling noises with device use. Troubleshooting was performed however the issue could not resolve. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 12, 2024.